Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump case was worn down by the battery tube, cracked and minor scratches on the display window. No burn mark was found on the electronics or case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was over heating at the battery area. The customer's mother reported that the insulin pump was melting at the battery area as well. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's mother mentioned that the insulin pump might have been bumped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.